Event description:
Patient admitted to hospital due to syncope episodes where no therapy was delivered by the ICD. A sudden decrease in sensing on both atrial and ventricular channels was observed. After several hours, sensing returned to normal values. Patient remains hospitalized and further treatment is being discussed. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2023. The ICD and the right ventricular lead were returned for analysis. Prior to the analyses of the devices, the quality documents accompanying the manufacturing processes for the ICD and the leads were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the bos battery status. The device was implanted for 18 months, and 4 charging cycles were recorded in the devices memory. The memory content of the device was inspected, showing a normal and expected ICD behavior. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, a sensing test was performed. The ICD sensed the attached heart signals flawlessly, proving the sensing function of the ICD to be normal and as expected. There was no indication of an ICD malfunction. The returned lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In conclusion, a thorough analysis of the ICD proved the device to be fully functional, in particular regarding the sensing functionality. The lead proved to be faultless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.